Event description:
Customer informed ansell healthcare products llc that after using lifestyles ultra sensitive condom his wife suffered an allergic reaction that required medical attention from the hospital. The wife was given intervenes steroids and antihistamines to treat the severe hives and rash.

Manufacturer narrative:
(B)(4) - ansell healthcare products llc is submitting this report on behalf of suretex (B)(4).